Manufacturer narrative:
Approximate age of device (age of device: 11 days). The heartmate 3 lvas was implanted during the (B)(4) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(4) trial. (B)(4). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted on (B)(6) 2018. It was reported that the patient was admitted for a gastrointestinal bleed on (B)(6) 2018. The patient had a positive fecal occult blood and received one unit prbc. The patient was given bivalirudiin at the time of the event. Per additional information received, the patient presented signs and symptoms of sepsis, including fever, hypo-tension. The hospital pan-cultured to confirm the infection. The source could not be identified. The patient is being treated with micafungin, vancomycin and zosyn.

Manufacturer narrative:
Approximate age of device (age of device: 11 days). Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported event of gastrointestinal bleeding and sepsis could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system at the time of this event, but ultimately expired due to a cardiac arrest on (B)(6) 2018. The pump was not explanted; therefore, no product was available for evaluation. The heartmate 3 instruction for use (IFU) lists bleeding as well as local, pump pocket, and driveline infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infections are also provided through various sections of the IFU and patient handbook. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.